Manufacturer narrative:
Failure to insert.

Event description:
It was reported that during an attempted implant, the guide wire could not be inserted into the left ventricular lead. The lv lead was replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.